Event description:
The manufacturer received information alleging a ventilator's oxygen setting was fluctuating. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's interface board and oxygen blending module board were replaced to address the issues.